Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had postoperative bleeding on (B)(6) 2022. Their total chest tube output was 1.825l. A unit of blood was transferred on (B)(6) 2022. On (B)(6) 2022, the patient's hemoglobin (hgb), hematocrit (hct), and red blood cell (rbc) levels remained stable but low until discharge ranging from hgb 7.4-8.8, hct 21.3-25.9, and rbc 2.39- 2.99. On (B)(6) 2022, the patient developed a mild fever. The patient's wbc 11.1. The patient's procalcitonin level was 0.45. They looked clinically aseptic. On (B)(6) 2022 a urine analysis (ua) and bacteria culture were performed, and no growth was found. On (B)(6) 2022, the patient presented with transient blurred vision in both eyes which occurred earlier today for 1-2 minutes. This has not happened to the patient previously. They were coming back from computed tomography (CT) imaging at the time; the patient denied that their vision blacked out. An eye exam was performed later that day; the patient has significant cardiac history and a history of mural thrombus. There was a concern for a vaso-occlusive event was low given no plaques were seen on the exam, however, the exam was performed at the bedside where the customer was unable to perform sle. Anterior ischemic optic neuropathy (aion) was unlikely as well because of the patient's age and lack of associated symptoms. Ocular ischemic syndrome (ois) was considered unlikely given their normal intraocular pressure (iop), lack of pain, and an unremarkable retinal exam. Optic neuritis (on) was also considered unlikely as the patient had symmetric color vision in both eyes with no evidence of occular disc edema (ode). The customer's favored etiology was vasospasm as a consequence of a. Ocular migraine. On (B)(6) 2022 the patient developed abdominal pain. An abdominal CT was performed. The CT revealed probably mild diffuse ileius (di). The patient's last bowel movement was on (B)(6) 2022. The patient was already on warfarin. The patient was given an IV of dextran (glucan). The patient had pyrexia on discharge on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding, neurological dysfunction, and patient conditions could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists bleeding and other neurological events (not stroke related) as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 05apr2022. No further information was provided. The manufacturer is closing the file on this event.